Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion and malfunction issues could not be verified and no failure identified with the cartridge alarm 25; however, a cracked touchscreen issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction and occlusion alarms occurred. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 217 mg/dl.